Event description:
While using the ethicon 20/20 applier, a plastic piece approximate.ly 3/4" long was discovered missing from proximal end of the applier. There is a very small sharp aarea of the juncture where the piece is broken which would indicate a recent break. This patient was undergoing a pelvic lymph node dissection and radical retropubic prostatectomy. The patient was experiencing a significant blood loss and the surgeon elected not to look for the broken piece. X-rays inconclusive. Report being completed in case of follow-up surgery that might be required to remove piecedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: invalid data, device failed during assembly, device failed just prior to use, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, invalid data, invalid data. The device was not destroyed/disposed of.